Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
In initial report, the manufacturer device date was omitted; however, the date is 7/27/2017. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a catalys procedure, the surgery center reported arcuate leakage in the patient¿s operative eye. A brief description from the surgery center reported during the procedure, there was an arcuate that leaked after the cataract was removed. The surgeon believed it was caused by his technique which he refers to torquing the main incision during the cataract removal. The arcuate was close to the main incision. The surgery was completed with implantation of iol. A suture was placed in the cornea and the arcuate leak was sealed. The surgeon does not think the cause of the leakage/incision was laser related.